Manufacturer narrative:
H3: the pcba bi31000147 lf rac pcb (serial/lot: s1353hgs rev. A) was returned to the manufacturer for analysis. Analysis found that there was no failure. The kit svc bi71000483 o1000 x-stage cover (serial/lot: 470585 rev. 1) was returned to the manufacturer for analysis. Analysis found that there was damaged/faulty hardware. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: codes d02, b01, c07 apply to the system (product ID: base oarm bi70000028120 sys 120v, serial/lot: b14120917), panel assy bi70000053 rear cab breakout (serial/lot: 0009255686), kit svc bi71000475 mvs interface (serial/lot: 0011832754), kit svc bi71000483 o1000 x-stage cover (serial/lot: 470585 rev. 1). Codes d14, b01, c19 apply to the pcba bi31000147 lf rac pcb (serial/lot: s1353hgs rev. A). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000483, serial/lot #: unknown, product ID: bi71000475, serial/lot #: unknown , product ID: bi70000053, serial/lot #: unknown, product ID: bi31000147, serial/lot #: unknown h3) a manufacturer representative (rep) went to the site to test the imaging system. The x stage cover was replaced as well as the long film printed circuit board (lf pcb). The system then performed as intended. Codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during planned maintenance (pm), the following issues were discovered. The unit would not expose and the umbilical connection on the image acquisition system (ias) had  been pushed down toward the floor as if someone stepped on it. There was no patient involvement.